Event description:
It was reported that the electri-cord plug of the dinamap monitor shorted out, melted the receptacle and caused smoke damage to the wall. The facility fire alarm was reportedly set off. At the time of the event, the dinamap monitor was located in the hall. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.